Event description:
It was reported that the pump of this inflatable penile prosthesis sporadically gets blocked or collapses, and the pump bulb is slow to refill. The patient contacted boston scientific patient services who provided troubleshooting guidance and contact information to get support from healthcare professionals for further assistance. There were no patient complications reported.